Event description:
On (B)(6) 2012, therakos rec'd a report of tubing leak at collect pressure dome. The issue was noticed during collect phase. The tubing leak at the collect pressure dome allowed air to be drawn into the collect line and cause an air detected alarm. Customer aborted the treatment when the tubing leak occurred, and returned the blood from the kit to the pt. Pt was fine. The tubing also allowed a small amount of blood to leak onto the pump deck which the customer cleaned up with no need for field service.

Manufacturer narrative:
Batch record review of cellex kit lot a302 showed the lot met all release requirements. The complaint sample was rec'd and analyzed. The lines on either side of the returned pressure dome were sealed. The lines were opened and 10% bleach solution was pumped through the pressure dome to clean it. A green shipping disc was placed over the pressure dome, a small syringe was connected to one line and the other line was clamped. Air was pumped into the pressure dome with the syringe and the pressurized dome was held under water. No bubbles were seen. Each line going into the body of the pressure dome was then wiggled while under pressure to see if the leak was small enough that it only occurred when the tubing was bent in a particular direction, but no bubbles appeared no matter how much the lines were wiggled. Water was then pulled into the lines and the pressure dome using the syringe. The clamp was closed on one line and negative pressure was applied with the syringe. The plunger of the syringe was held steady for a min, but no bubbles appeared in the pressure dome or lines and no loss of force was felt on the plunger. The complaint was not confirmed by testing. (B)(4).